Manufacturer narrative:
Review of the complaint item and the remainder of the batch confirmed that the outer label and the component were correct, however, the inner label was incorrect. It is not known how this has occurred at this time, however, requests are being made for add'l info and a supplemental report will be provided if this info is received.

Event description:
It was reported by a company rep that the inner labels on a device were incorrect. The device was correct.